Event description:
A 7 year old type 1 diabetic patient uses dexcom g7 wearable for blood sugar monitoring. Dexcom g7 wearable is designed to be worn for 10 days. On day 8, wearable failed with "sensor failed" on the dexcom receiver.